Event description:
It was reported that the patient experienced a loss of therapeutic effect; the patient was admitted to the hospital (unspecified). Additional information is being requested, a follow-up will be sent when additional information becomes available.